Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor - 11/04/2015, belt - 04/14/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. Review of the download data indicates that the patient entered vt at 190bpm at 20:39:14 on (B)(6) 2019. The lifevest delivered one full energy shock that converted the arrhythmia to sinus bradycardia at 50bpm. At approximately 8:42:07 the following morning on (B)(6) 2019, the patient again entered vt at 160bpm that slowed to vt at 100bpm and further slowed to an idioventricular rhythm at 70bpm. The patient's rate of 160bpm was initially above the programmed treatment rate threshold and the device detected the arrhythmia. Because the patient's rate slowed below the threshold, a treatment sequence was not initiated. An arrhythmia was again detected at 8:44:42. The ECG recording shows an idioventricular rhythm at 70bpm. Oversensing of low amplitude cardiac signal contributed to the false detection. The lifevest delivered one shock during this time. The patient rhythm remained in an idioventricular rhythm. Following the shock, the patient's rhythm degraded to asystole and the patient passed away.